Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, no significant alarms in the error logs were reported. The device failed repair testing and was returned to the technician for additional evaluation. On additional evaluation, the device failed testing for active exhalation proportional and purge valves. The active exhalation controller was replaced to address the test failure. The device was re-tested and passed all testing after component replacement.